Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on at with a high blood glucose level of 32 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that their settings were changed by their doctor, but the customer was assisted with troubleshooting and the device works as designed.